Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the lead exhibited intermittent capture and high threshold of 4 v at 0.5 ms.